Event description:
(B)(4). Initial and follow-up info received on (B)(6) 2009 respectively were processed together: this is a non-serious spontaneous case report of blotchy skin and broken veins on cheek with poly-l-lactic acid (sculptra) therapy. (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: unlikely.